Event description:
It was revealed during an investigation into a reported unexpected settings change, which was reported in mfg. Report #1644487-2019-01418, that high impedance was present on the vns generator. The tablet export data for the generator was reviewed by the manufacturer. There was no indication of a reboot and all output currents were found to be programmed off. The impedance was within normal limits. High impedance was found to be present in the history log. Based on the review, the impedance was not wildly fluctuating and it was determined likely that no fracture or incomplete lead pin insertion was present. Follow up with the physician's office revealed that the patient has been seen at least 4 times, is doing well, and the output currents are working well. Internal investigation identified that a change in the timing of the impedance test may result in higher impedances for model 1000 generator compared to those reported by model 103-106 generator. As indicated in the physician¿s manual, high lead impedance (>/=5300 ohms), in the absence of other device-related complications, is not an indication of a lead or generator malfunction. Existing recommendations, as described in the physician¿s manual, should still be followed. There was no evidence to link the high impedance and the reported unexpected settings change. No additional relevant information has been received to date.